Event description:
Information received indicates the right head siderail is not latching.

Manufacturer narrative:
The hill-rom technician found the right head siderail would not latch. The technician cleaned and lubricated the siderail latch and latch box to repair the bed.